Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Unable to determine the cause of the customer's reported complaint because the set was not sequestered by the customer and will not be returned.

Event description:
The customer reported a disconnection between the cfn pump set and an unspecified ICU medical microclave set, resulting in a leak. Ns was infusing. No patient harm or medical intervention occurred. No further patient/event information was reported.